Event description:
A pt reported experiencing inaccurated erratic results with an ot basic meter. The pt's blood glucose results were 34, 44, 500 mg/dl. Tests were done within 10 mins with a difference of 143%. Pt did not experience any adverse events. No further info has been reported.